Manufacturer narrative:
Replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a aspartate aminotransferase (ast) cartridge leak from the bottom seam. The customer wore ppe and cleaned up the puddle and disposed the cartridge. No injury was reported or occurred due to this event.